Event description:
During procedure set up, lint was found in 18x18 sponges from the custom major pack. They were removed from service and replaced. No harm came to the patient. Manufacturer response for custom surgical pack, dynj custom pack (per site reporter) : the field rep retrieved the device for investigation. Any results will be shared with medsun.